Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400 mg/dl and had bent cannula. Customer reported that customer¿s blood glucose was 343 mg/dl at time of incident and blood glucose was treated with injection, drank a bunch of water, took multivitamin. Customer had symptoms like nausea and muscle ache. Customer states that they had various sensor errors like insulin pump alarmed for sensor updating. Customer advised to monitor the pump and call back if issue occur again. Insulin pump and sensor will not be return for analysis.